Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid at 0.2 mg/day via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was experiencing fluid dripping out of the spinal incision and showed signs of headaches and dizziness. A dye study was performed to check the catheter and the catheter showed no signs of tears or malfunction. The physician performed a blood patch. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be activity after surgical procedure.